Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple inaccuracies between the continuous glucose monitor (cgm) readings and the blood glucose (bg) meter readings. Reportedly, the cgm bg readings were in the low 40's mg/dl, and the meter bg readings were between 105 and 150 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.